Event description:
Information was received indicating that during dopamine infusion via a smiths medical medfusion® 4000 syringe infusion pump, there was a reported communication time out, battery depleted and a system failure. There was reported no warning, "battery communication error" occurred while the pump was plugged in. The charging cable was changed out leading to a biomed error was then displayed. There were no reported adverse patient effects.